Event description:
While using a byte day aligners, patient reported that their dentist diagnosed them with calcification and inflammation of their gums due to the poor quality of the byte aligners. The aligners put extra pressure on their gums and have mad their teeth decay.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.